Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. After manipulation of the ablation catheter near the patient's mitral valve, anesthesia notified the physician that the patient's blood pressure decreased. The physician utilized the soundstar ice images to evaluate the pericardial space. The physician confirmed that the patient displayed a pericardial effusion. The amount of fluid removed was estimated by the caller to be 400 mls. The patient was stable after the pericardiocentesis and was admitted for observation.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: on 30-oct-2023, it was discovered the following information was inadvertently omitted from the b5 section of the 3500a initial MDR: the physician's opinion on the cause of this adverse event is that it was procedure related. The patient had fully recovered and did not require extended hospitalization. Transseptal puncture was performed. Ablation was performed prior to noting the pericardial effusion and no steam pop was observed. There were no errors observed with bwi equipment. Additional concomitant products have also been added to field d10. Concomitant med products which were previously omitted.

Manufacturer narrative:
It was reported that a patient underwent a idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. After manipulation of the ablation catheter near the patient's mitral valve, anesthesia notified the physician that the patient's blood pressure decreased. The physician utilized the soundstar ice images to evaluate the pericardial space. The physician confirmed that the patient displayed a pericardial effusion. The amount of fluid removed was estimated by the caller to be 400 mls. The patient was stable after the pericardiocentesis and was admitted for observation. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).